Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 05-oct-2022 and 12-jun-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 05-oct-2022 and 12-jun-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 09-dec-2023, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 09-dec-2023 listed on smart solve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date 09-dec-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 19:06:00.000. Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 15:25:17.000. On (B)(6) 2023 15:35:00.000. On (B)(6) 2023 17:59:07.000. On (B)(6) 2023 20:09:08.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 07:49:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:45:42.000. On (B)(6) 2023 20:55:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 17:20:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:51:00.000. On (B)(6) 2023 18:01:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:02:26.000. On (B)(6) 2023 20:56:27.000. On (B)(6) 2023 20:56:35.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:56:05.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 7:30:57 pm. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump was received with the original battery cap with a broken 1 heat stake post. The original battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 09-dec-2023 listed on smart solve and the days prior to the event date due to insufficient data in the trace/history files. Unable to verify customer alleged for high bgs/low bgs. The force sensor is within specification and the motor functioning properly. However, a high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2023. The cause of death was a heart attack. The pump was worn at the time it passed. The last known product(s) for this customer are as follows: mmt-7020la, mmt-399a, mmt-1884l, mmt-7841zn, and mmt-332a. Troubleshooting was performed and the customer wore the insulin pump when the customer deceased. A product, mmt-1884l, was returned. No product return is required for mmt-399a, mmt-7841zn, mmt-332a, and mmt-7020la.